Manufacturer narrative:
The device history records for radiesse lot 1032637 were reviewed. All required testing specifications for the lot were met prior to release, and there were no abnormalities noted. During a follow-up on (B)(6): the pt had developed an infections and has been treated with a second round of antibiotics. The symptoms have resolved without recurrence.

Event description:
Pt gh was injected with 2x 1.5cc syringes radiesse to the nl folds and into cheeks on (B)(6) 2012. The pt called on (B)(6), reporting pronounced swelling. The pt was prescribed antibiotics, although dr (B)(6) was unsure it was infection (no other symptoms). The pt wen to emergency room ((B)(6)) for tests since the swelling was continuing up to her eyes, more so on the left; tests were ok. The pt was seen by dr (B)(6); the swelling had also moved down to the mouth. Pt additionally prescribed prednisone. Consultation was set-up between dr (B)(6) and merz aesthetics consulting physician - (B)(6). Dr (B)(6) indicated that it did sound like an allergic reaction. Although the emergency room had reported this was not an infection, occasionally typical signs of infection may not be present and that he should consider additional antibiotic treatment if the pt fails prednisone.